Event description:
It was reported that the patient¿s ilet pump screen became nonfunctional with no display after being placed on the charger, and a replacement was arranged. Symptoms included no clinical effects, with a reported blood glucose of 101 mg/dl and no alerts or alarms. Outcomes included continued therapy management without medical intervention or hospitalization. The investigation included the collection of device history through user reports and logistics review for replacement and return. Investigation of this device revealed a malfunction related to screen visibility/display functionality, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the screen/display assembly.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."